Event description:
It was reported that the patient presented upon receiving therapy from their implantable cardioverter defibrillator. It was found that the patient received inappropriate anti-tachycardia pacing (atp) therapy due to misinterpretation of supraventricular tachycardia as true ventricular tachycardia (vt). The atp was reported to have induced vt in the patient. Programming changes were made. There were no patient consequences.